Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Customer reported via phone call they were hospitalized due to diabetes ketoacidosis on (B)(6) 2020 with blood glucose of 780 mg/dl. The customer also reported that insulin pump had no delivery alarm. Troubleshooting was performed. Customer treated their high blood glucose via insulin drip and hospitalization. The insulin pump will not be returned for analysis.